Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the defib receptacle. The customer declined the recommended repair of the device. The device was returned to the customer un-repaired and labeled for non-clincial use. Analysis for reports of this type has not identified an increase in trend.